Manufacturer narrative:
Olympus followed up with the user facility and confirmed the returned device was used to complete the intended procedure. The device was returned to olympus for evaluation. A visual and microscopic inspection was performed on the returned device and found the broken probe portion detached. The broken probe portion was not returned and measured approximately 14mm in length. In addition, there was tissue buildup noted on the device jaw. The ptfe pad (teflon pad) was inspected and found to be partially split in a cross direction with no metal. Further inspection noted char marks on the teflon pad due to thermal damage. This type of probe damage is most likely related to the operator's technique.

Event description:
Olympus was informed that during a therapeutic gynecological procedure, the device stopped working. There were no error codes observed. There was no visual damage to the probe or metal exposed. No device fragment fell into the patient. The intended procedure was completed with the same device. There was no patient injury.